Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter was reading inaccurately high. The pt tests her blood glucose 4 times a day. She manages her diabetes with sliding-scale humalog insulin based on her meter readings. The pt indicated that the alleged meter issue started five days prior, in the late morning time or around noon. The pt tested her blood glucose prior to eating lunch and got a result of "473 mg/dl" on the reported meter. Since the reading seemed to be abnormally high for her, she retested her blood glucose on another meter within 30 minutes and got "166 mg/dl". Based on the "473 mg/dl" meter reading, the pt took 25 units of sliding-scale humalog insulin and then started to eat lunch. She mentioned that she also tried to eat less due to the "473 mg/dl" meter reading. About 30 minutes later after having tested her blood glucose and taken the insulin, the pt claimed that she started sweating and feeling shaky. The pt tested her blood glucose on the reported meter and got "140 something". She administered self-treatment by eating a "fudgesicle". She also called the paramedics. By the time the paramedics arrived, she was feeling better. The paramedics tested her blood glucose with an emergency services meter and got "140 something". She denied receiving treatment from the paramedics. The pt was using a correct technique for testing with the reported meter. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.